Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an ent surgery, the procise wand tip sparked and patient muscle contracted. The procedure was completed without surgical delay using the same device. No further complications were reported, there was no risk to the patient.

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. Visual inspection observed the returned instrument shows no manufacturing abnormalities. Fluid is in the fluid line. Electrodes have been used. Bio debris is present. The wand is bent from use. Product was out of the original packaging. No packaging returned. A functional evaluation showed the opened device was tested and plugged into the controller and registered settings (7,3). The wand produced plasma and coagulation as expected. There were no sparks or smoke observed during functional testing. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H11: h2: corrected data on: h6 (health effect - clinical code).